Manufacturer narrative:
He insulin pump passed the displacement test, self test and unexpected restart error test. All operating currents are within specification. Off no power alarm functions properly. The device was unable to prime during prime test and alarm during motor error during basic occlusion test due to faulty force sensor resister. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the device and it passed. The device had a minor scratched display and cracked reservoir tube lip.

Event description:
It was reported, the customer was hospitalized for diabetic ketoacidosis. Customer stated, the insulin pump was not working for some reason and blood glucose was at 400 mg/dl and went up to 500 mg/dl. Customer stated, the sensor hurts and was not accurate. Customer attempted to deliver insulin and the device stated it didn't work. Customer's mother called in hospitalization. Customer's mother stated the drive support disk was normal. Customer's mother was assisted with removing the reservoir and rewinding their pump. Manual prime was performed and insulin did exit. No leaks. Motor error alarm and no delivery alarms were noted in the alarm history. Customer's mother was advised to discontinue use of the device and revert to back up plan.